Event description:
It was reported that the physician was trying to implant a lead. He changed the stylet several times, and on the last attempt it would not feed. A new lead was used, and the patient recovered without sequela. It was noted that a small area on the lead "looked different" from the other leads.

Manufacturer narrative:
Analysis of the lead found the stylet coil was perforated by the stylet 8.7 cm from the distal end.